Event description:
A malfunction was reported with the customer's pump, identified by the malfunction code 16, and it could not be reset. There was no adverse impact on the customer's blood glucose level. To address the issue, tandem technical support arranged for a replacement pump to be sent and provided instructions for the customer to use a backup form of insulin therapy and to return the malfunctioning pump.